Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent mis-plif (minimally invasive surgery - posterior lumbar interbody fusion) in l5/s1 on (B)(6) 2020. While the surgeon was inserting a setscrew with the screw inserter, the tip of the screw inserter broke. The surgeon was not able to remove the fragment from the setscrew, so the final fixation of the setscrew was not achieved. However, it was confirmed that the rod would not come off even under such an unfinished final fixation circumstance. The procedure was completed successfully with less than thirty (30) minutes surgical delay. Concomitant devices: setscrews (part: unknown, lot: unknown, quantity: 1). This report is for a viper2 x25 set screw inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: visual inspection of the returned set screw inserter revealed the device broke at the base of the hexlobe drive feature. The broken off portion was not returned with the device. The fracture was mostly flush with the surface of the base, with the exception of one small section of the feature remaining attached; the fracture on this portion was approximately 45-degrees, which is consistent with fracturing during torsion. No material anomalies were present on the fracture surface. No other damage or defect was noted to the device aside from cosmetic wear consistent with product use. A device failure was identified - the complaint condition was confirmed during investigation. Dimensional inspection: dimensional inspection could not be performed due to the device's received damaged condition, as well as the device's inherent geometry. Document/specification review: no design issues were noted during investigation. Conclusion: the complaint was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, however, it is possible the device experienced abnormal forces during repeated use which could have contributed to the observed damage. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a review of the receiving inspection (ri) for viper2 x25 set screw inserter, was conducted identifying that lot number ag2098474 was released in a single batch. Batch1: lot qty of 110 units were released on (B)(6) 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.